Event description:
Through the journal article, "case report of breast implant-associated anaplastic large cell lymphoma confined by fibrous capsule," healthcare professional reported a patient developed "left breast enlargement. Magnetic resonance imaging indicated a substantial amount of fluid around the breast implant." Cells isolated from the fluid had biomarkers "strongly and diffusely positive to cd30," "weak and focally positive to ema and cd3," and "negative to cytokeratin, s100 protein, cd7 and alk protein. These findings confirmed the diagnosis of breast implant-associated alcl." Device was explanted. The manufacturer of the device is unknown.

Manufacturer narrative:
Article citation: xavier-junior jcc, camilo-junior dj, katsuda pg, okida rc. "Case report of breast implant-associated anaplastic large cell lymphoma confined by fibrous capsule." Histopathology. 2021. 81 (suppl. S1), 34. Health effect impact codes: (B)(4). The events of "substantial amount of fluid" and "breast implant-associated alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "substantial amount of fluid" and "breast implant-associated alcl"